Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture at 6.5 volts at 0.5 milliseconds in a bipolar configuration. There was pocket stimulation noted when the device was programmed to unipolar pacing. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.